Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 (additional information was received on 16-sep-2015; however both the information were processed with csd (B)(6) 2015) from the son of the patient. This case concerns an elderly female patient with unspecified age who started treatment with synvisc and later pain in her knee came back and the effect of synvisc effects did not last more than a few days (subtherapeutic response). The patient's medical history, past drugs, concurrent conditions and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, one syringe on the left knee and another syringe on the right knee (frequency, batch/lot number and expiration date: not provided) for pain in knee. It was reported that the third syringe was not necessary. On an unknown date, the effect of the injection synvisc did not last for more than a few days before the pain in her knee came back. As corrective treatment, the patient recently had a cortisone injection but that lasted only 10 days before she had pain in the knee again. Action taken: unknown. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 18-sep-2015. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
This unsolicited device case from (B)(4) was received on (B)(6) 2015 (additional information was received on (B)(6) 2015; however both the information were processed with csd (B)(6) 2015) from the son of the patient. This case concerns an elderly female patient with unspecified age who started treatment with synvisc and later pain in her knee came back and the effect of synvisc effects did not last more than a few days (subtherapeutic response). The patient's medical history, past drugs, concurrent conditions and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, one syringe on the left knee and another syringe on the right knee (frequency, batch/lot number and expiration date: not provided) for pain in knee. It was reported that the third syringe was not necessary. On an unknown date, the effect of the injection synvisc did not last for more than a few days before the pain in her knee came back. As corrective treatment, the patient recently had a cortisone injection but that lasted only 10 days before she had pain in the knee again. Action taken: unknown. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.